Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call that they had issues with their infusion set. The customer's blood glucose level was 530 mg/dl. The customer stated that their kids pulled their infusion sets out of their body because they were curious about the sets and unintentionally pulled the sets out of the body. The customer did not mention how they treated their blood glucose level. The product was not returned for analysis.